Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. There was no on-site evaluation by the manufacturer - this event was resolved in-house by the customer. The customer reported that the filter was replaced, and then the device was run for approximately 12 hours with no further problems noted.

Event description:
The customer reported a ventilator with a high blower temperature alarm. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this report.